Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that a probe would not track. The instrument was added to the procedure, and would flicker on the screen, and then immediately stopped tracking. The procedure continued with navigation, but without the biopsy system. After the case, the manufacturer representative brought the instrument into the tracking volume and the probe worked when one of the top spheres were removed/covered. She covered the top right sphere, and the probe was able to be tracked. The same was done with the top left sphere, and the probe was still able to be tracked. When both spheres were uncovered, the probe was not able to be tracked. There was no patient harm and the procedure was not delayed.